Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit was making an unusual noise; rattling, the teflon seal is protruding from swivel assembly, and the unit reflected low rotations per minute (rpms) with a reading of 70,728 rpms which is lower than manufacturers' specification (specified reading is minimum of 75,000 rpm at 90psi). It was further observed that the drive shaft is broken and the vanes are worn / lack of lubrication. It was determined that the broken drive shaft was caused by using excessive force while the motor is in use. It was further determined that broken drive shaft is what caused the unusual / rattling noise. The assignable root cause for this condition was determined to be component damage caused by user error. The condition of the vanes being worn and a lack of lubrication were determined to be the cause of low rpm from user error. It was determined that the swivel assembly being worn was due to the teflon seal protruding from the swivel assembly from normal use. The assignable root cause of this condition was normal wear use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that the motor device was not turning. During in-house engineering evaluation it was found that the device was making an unusual noise; rattling, the teflon seal was protruding from swivel assembly, and the unit reflected low rotations per minute (rpms). It was also noted that the drive shaft was broken and the vanes were worn / lack of lubrication. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.